Event description:
It was reported that the patient experienced diaphragmatic stimulation when the left ventricle was paced. It was also reported that the device's battery votage exhausted in two years and the left ventricular (lv) lead had high voltage pacing. Both were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d284trk cardiac resynchronization therapy defibrillator implanted: (B)(6) 2011; product ID 4076 implantable pacing lead implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.